Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the stent graft "jumped" upon deployment. Another stent graft was implanted to successfully treat the intended treatment site. No report of injury to the patient.